Event description:
It was reported that during a coronary stenting treatment procedure the patient experienced ventricular tachycardia (vt). Following removal sent damage was noted. Access was obtained through the left radial artery. The 2.25x20mm, 90% stenotic, de novo lesion was located in the moderately tortuous and moderately calcified right coronary artery. The physician advanced a 2.25x24mm promus element stent to the lesion and during repositioning of he device the patient suddenly experienced vt. CPR was performed and the vt was converted. The procedure was completed with a 2.25x20mm promus element stent. No further patient complications were reported. The patient's status is stable.

Event description:
It was reported that during a coronary stenting treatment procedure the patient experienced ventricular tachycardia (vt). Following removal sent damage was noted. Access was obtained through the left radial artery. The 2.25x20mm, 90% stenotic, de novo lesion was located in the moderately tortuous and moderately calcified right coronary artery. The physician advanced a 2.25x24mm promus element stent to the lesion and during repositioning of he device the patient suddenly experienced vt. CPR was performed and the vt was converted. The procedure was completed with a 2.25x20mm promus element stent. No further patient complications were reported. The patient's status is stable.

Manufacturer narrative:
Device evaluation: a visual and microscopic examination of the device noted stent damage. Both ends of the stent were raised and misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)